Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 148 and 149 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/25/2018 and open vial date at time of call is three weeks. Customer stated he has not had any recent changes in his diet, exercise, or medications. The meter memory was reviewed for previous test result history (date/time not set; customer stated battery was taken out and reinserted): (B)(6). Memory concerns:148mg/dl, 149mg/dl.